Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue during the load process which required a new cartridge to be loaded onto the pump. Reportedly, the customer was unable to remember if an error message occurred, but believes it was due to user error and not a deficiency with the pump. The customer was able to load a new cartridge successfully and resume pump delivery. There was no impact to the customer's blood glucose level.